Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. A CT scan confirmed electrode position. Programing adjustments have been made; however, the issue has not resolved. Revision surgery has been scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. The recipient will reportedly not pursue revision surgery at this time. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.